Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that lesion was in the distal lad with mild tortuosity, moderate calcification and 90% stenosis. The 2.5 x 20 mm voyager balloon catheter was inflated for the first time; however, it ruptured at 4 atm. The lesion was dilated with another balloon catheter and a stent was deployed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that may contribute to balloon damage may include, but not limited to, manufacturing, material, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The pt anatomy was described as mildly tortuous, moderately calcified and had a 90% stenosis, which could have contributed to the reported difficulties; however, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.